Manufacturer narrative:
System analysis/service repair on february 02, 2015: the reported ¿errors 302.5, 202.11 and 712¿ issues were confirmed and determined to be the result of a faulty rf cable. The rf cable was replaced. The system was tested and verified to meet manufacturer¿s specifications. The replaced rf cable was not returned to ams.

Event description:
It was reported that error 302.5 and 202.11 were observed with a patient (sedated) present. The physician was unable to reboot/clear the errors that occurred and an alternate procedure (turp) was used. Additional information was not reported. "No injury to the patient/user" reported.